Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined.

Manufacturer narrative:
The unit intended for use in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Visual inspection of the rf12000, q2 controller s/n:ffh0873; the warranty seal is not broken and in its original condition. The manufacturing date of the controller is rev.q ¿ (B)(6) 2020. No visible manufacturing abnormalities were found; during functional evaluation the unit was powered-on and a hardware failure f4 immediately came up with an acousical sound and the red attention led; the failure could not be reset; the complaint was confirmed and the root cause is associated with a component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component. A corrective action has been initiated to mitigate future recurrence of similar events.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that the quantum controller displayed a f4 error. It is unknown whether the event happened during surgery and if there was a patient involvement. No delays were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.